Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that the patient underwent a lead revision in (B)(6) 2011 due to twisted leads. On (B)(6) 2011 fluoroscopy revealed right atrial lead dislodgement due to twiddler's syndrome. When dissecting the pocket to reposition the lead, secretions associated with infection were found.